Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the chronic right atrial (ra) and right ventricular (rv) leads were attached to a new device header during a generator change. After the pocket was closed, testing showed the leads to be switched in the header. The pocket was opened and the leads were placed in the correct position. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.